Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that the impella cp was placed, however was started with poor flows. It was noted that the pump was kinked at prox cannula. The impella was pulled back in to descending aorta and kink resolved. Several attempts to place pump w/o kinking were made w/o success. The doctor declined attempts to place a new pump stating that the aortic root was too small for the cannula to fit w/o kinking. Pump was removed and there was no patient harm.

Manufacturer narrative:
The investigation of positioning issues and product damage (cannula kink) has been completed. The clinical details state that "a kink in the cannula was noted and pump pulled into descending aorta resolving kink. Several attempts to position pump led physician to believe that the aortic root was too small, kinking cannula." The pump was returned and there was a significant kink seen in the cannula near the cage. Based on the clinical details, the root cause of the positioning issue is most likely due to the patients condition as they had a small aortic root leading to a kink in the cannula. The root cause of the product damage (cannula kink) is most likely due to a cannula kink from due to crossing a small aortic root. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2025-29470.